Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Received device in new condition. Found the top of the front cover damaged. The root cause of the reported issue was found to be the device looked to have been dropped. Actions were taken to mitigate the reported issue: are unknown.

Event description:
It was reported that warmer had a broken enclosure. No patient injury was reported.